Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked syringe port and window. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that the faulty pwa board was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: date of event, d4: UDI number, d5: operator of device and g5: 510k is unknown, no product information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had error code 80. There was unknown patient involvement and unknown patient harm.